Event description:
It was initially reported that the pt was experiencing a lower pulse rate (53s), but it was unclear by the physician if this was related to the device settings change a few weeks prior to the onset of the lower pulse rate. The pt visited the ER, but her pulse rate never dropped low enough to be considered an arrhythmia. The physician later indicated that use of the magnet to disable the device did not relieve the symptoms. The pt's settings were last changed 6 months prior to the recent change with no adverse events. Diagnostics were last performed 6 months ago and all were within normal limits. Good faith attempts to obtain additional info have been unsuccessful to date. Review of previous history on pt resulted in a reported fall approximately a month prior to the onset of the symptoms.